Event description:
This case was initially received via regulatory authority (reference number: mw5081388) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp pain in pelvic area") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen for probiotic therapy. Concomitant products included loratadine (loratab) for procedural pain. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), the first episode of pain ("body pain"), arthralgia ("joint pain"), headache ("headache"), migraine ("migraine"), alopecia ("excessive hair loss"), menstruation irregular ("irregular period"), the second episode of pain ("menstrual cramp that radiated down both legs"), dysmenorrhoea ("menstrual cramp that radiated down both legs"), fatigue ("fatigue / mental fatigue"), vision blurred ("blurry vision"), emotional distress ("emotional distress"), anxiety ("anxiety"), impaired healing ("prolonged healing"), multiple allergies ("chronic allergies") and sinus disorder ("sinuses") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, headache, migraine, alopecia, menstruation irregular, the last episode of pain, dysmenorrhoea, fatigue, weight increased, vision blurred, emotional distress, anxiety, impaired healing, multiple allergies and sinus disorder outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, dysmenorrhoea, emotional distress, fatigue, headache, impaired healing, menstruation irregular, migraine, multiple allergies, pelvic pain, sinus disorder, vision blurred, weight increased, the first episode of pain and the second episode of pain with essure. The reporter commented: hospitalisation/required intervention was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081388) on 30-nov-2018. The most recent information was received on 27-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pain in pelvic area") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ibuprofen for probiotic therapy. Concomitant products included loratadine (loratab) for procedural pain. On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of pain ("body pain"), arthralgia ("joint pain/systemic pain"), headache ("headache"), migraine ("migraine"), alopecia ("excessive hair loss"), menstruation irregular ("irregular period"), the second episode of pain ("menstrual cramp that radiated down both legs"), dysmenorrhoea ("menstrual cramp that radiated down both legs"), fatigue ("fatigue / mental fatigue"), vision blurred ("blurry vision"), emotional distress ("emotional distress"), anxiety ("anxiety"), impaired healing ("prolonged healing"), multiple allergies ("chronic allergies"), sinus disorder ("sinuses"), allergy to metals ("nickel sensitivity/reaction to device"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal/total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, headache, migraine, alopecia, menstruation irregular, the last episode of pain, dysmenorrhoea, fatigue, weight increased, vision blurred, emotional distress, anxiety, impaired healing, multiple allergies, sinus disorder, allergy to metals, dyspareunia, neuromyopathy and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, dysmenorrhoea, emotional distress, fatigue, headache, impaired healing, menstruation irregular, migraine, multiple allergies, pelvic pain, sinus disorder, vision blurred, weight increased, the first episode of pain and the second episode of pain with essure. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage and neuromyopathy to be related to essure. The reporter commented: hospitalisation/required intervention was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: anatomic pathology surgical pathology report-reportfinal diagnosis: uterus, cervix, tubes and ovaries, excision, with intraoperative consultation : benign cervix with nabothian cysts. Secretory endometrium. Unremarkable right fallopian tube with no evidence of hydrosalpinx, luminal irregularities, foreign body reaction or significant inflammation benign congested left fallopian tube with no evidence of hydrosalpinx, luminal irregularities, foreign body reaction, or significant inflammation. Small left paratubal cystic walthard's rests. Gross description: "uterus, bilateral tubes, white". The specimen consists of a 145 g, 10.5 x 7.0 x 5.5 cm uterus with attached cervix. The serosa is bluegray with no adhesions. The ectocervix is bluegray glistening and measures 3.0 x 3.0 cm. The cervical os is patent. The endometrium is red-tan and averages 0.5 cm in thickness. The myometrium averages 2.5 cm in thickness. There are no intramural subserosal or submucosal nodules. Noted within the left adnexal region is a 3.5 cm in length by 0.2 cm metallic coil grossly consistent with essure sterilization device. The left fallopian tube is amputated at the uterine fundus. The coli does not appear to extend into the amputated fallopian tube. Noted within the left adnexal region is a 4.0 cm in length by 0.2 cm metallic coil grossly consistent with essure sterilization device. The right fallopian tube is amputated at the uterine fundus. The coli does not appear to extend into the amputated fallopian tube. (As written). Most recent follow-up information incorporated above includes: on 27-dec-2018: pfs received. Following events were added: nickel sensitivity, bleeding, dyspareunia, neuromuscular problems and autoimmune-like symptoms. Event clubbed: joint pain/systemic pain and nickel sensitivity/reaction to device. Aka added. Other hcp added. Lawyer information added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081388) on 30-nov-2018. The most recent information was received on 04-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain in pelvic area') in a female patient who had essure (batch no. C91761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle cramps. Concomitant products included ibuprofen for probiotic therapy and loratadine (loratab) for procedural pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("bleeding"), general body pain ("body pain"), arthralgia ("joint pain/systemic pain"), headache ("headache"), migraine ("migraine"), alopecia ("excessive hair loss"), menstruation irregular ("irregular period"), radiating pain ("menstrual cramp that radiated down both legs"), dysmenorrhoea ("menstrual cramp that radiated down both legs"), fatigue ("fatigue / mental fatigue"), vision blurred ("blurry vision"), emotional distress ("emotional distress"), anxiety ("anxiety"), impaired healing ("prolonged healing"), multiple allergies ("chronic allergies"), sinus disorder ("sinuses"), allergy to metals ("nickel sensitivity/reaction to device"), dyspareunia ("dyspareunia"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal/total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, general body pain, arthralgia, headache, migraine, alopecia, menstruation irregular, radiating pain, dysmenorrhoea, fatigue, weight increased, vision blurred, emotional distress, anxiety, impaired healing, multiple allergies, sinus disorder, allergy to metals, dyspareunia, neuromyopathy and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, dysmenorrhoea, emotional distress, fatigue, general body pain, headache, impaired healing, menstruation irregular, migraine, multiple allergies, pelvic pain, sinus disorder, vision blurred, weight increased and radiating pain with essure. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, genital haemorrhage and neuromyopathy to be related to essure. The reporter commented: hospitalisation/required intervention was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: result: anatomic pathology surgical pathology report- reportfinal diagnosis: uterus, cervix, tubes and ovaries, excision, with intraoperative consultation : ¿ benign cervix with nabothian cysts. ¿ secretory endometrium. ¿ unremarkable right fallopian tube with no evidence of hydrosalpinx, luminal irregularities, foreign body reaction or significant inflammation ¿ benign congested left fallopian tube with no evidence of hydrosalpinx, luminal irregularities, foreign body reaction, or significant inflammation. ¿ small left paratubal cystic walthard's rests. Gross description: "uterus, bilateral tubes, white". The specimen consists of a 145 g, 10.5 x 7.0 x 5.5 cm uterus with attached cervix. The serosa is bluegray with no adhesions. The ectocervix is bluegray glistening and measures 3.0 x 3.0 cm. The cervical os is patent. The endometrium is red-tan and averages 0.5 cm in thickness. The myometrium averages 2.5 cm in thickness. There are no intramural subserosal or submucosal nodules. Noted within the left adnexal region is a 3.5 cm in length by 0.2 cm metallic coil grossly consistent with essure sterilization device. The left fallopian tube is amputated at the uterine fundus. The coli does not appear to extend into the amputated fallopian tube. Noted within the left adnexal region is a 4.0 cm in length by 0.2 cm metallic coil grossly consistent with essure sterilization device. The right fallopian tube is amputated at the uterine fundus. The coli does not appear to extend into the amputated fallopian tube. (As written). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079718) on 28-sep-2018. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and painful period/ heavier periods'), device dislocation ('device migration'), autoimmune thyroiditis ('hashimotos/ autoimmune-like symptoms/ other autoimmune issues'), neuromyopathy ('neuromuscular problems') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, cholecystectomy, eye operation, colonoscopy, tonsillectomy, wrist surgery, breast cancer (paternal grandmother), flu, osteoporosis (mother), arthritis (maternal grandmother, maternal aunt) and depression (mother, maternal grandfather). Previously administered products included for allergy: hydrocodone; for an unreported indication: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included gastroesophageal reflux disease, irritable bowel syndrome, acute allergic reaction, swollen glands, neck pain, numbness, tingling, sore throat, slight fever, blurred vision, diplopia, hyperglycemia, environmental allergy, sinus infection, sinusitis, nasal congestion, memory disturbance, upper respiratory infection, otitis media, onychomycosis, diarrhea, penicillin allergy, restless legs syndrome, acid reflux (oesophageal), genital rash, herpes genital, vaginitis, vaginal odor, mixed incontinence, bronchitis, renal disorder, ureteral disorder, mite allergy, pollen allergy, tennis elbow, renal mass, kidney cancer, hiatal hernia, injury to kidney, obesity, wrist surgery, tuberculosis, dysuria, flu, acute pharyngitis, sleep apnea and uterine bleeding. The patient also had a family history of breast cancer, osteoporosis, arthritis and depression. Concomitant products included biotin, clonazepam, dicycloverine hydrochloride (bentyl), duloxetine hydrochloride (cymbalta), fesoterodine fumarate (toviaz), fluticasone propionate (flonase), ibuprofen, irbesartan, levothyroxine sodium (synthroid), loperamide hydrochloride (imodium), loratadine, montelukast, moxifloxacin hydrochloride (avelox), omeprazole, paracetamol (acetaminophen), quetiapine, ropinirole hydrochloride (requip), solifenacin succinate (vesicare), tizanidine hydrochloride (zanaflex) and valaciclovir hydrochloride (valtrex). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criteria hospitalization and disability), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("fatigue/ extreme fatigue"), headache ("headache/ headaches"), arthritis ("arthritis"), diabetes mellitus ("diabetes"), menstruation irregular ("irregular periods"), adnexa uteri pain ("fallopian pain"), coital bleeding ("bleeding with sex"), dyspareunia ("painful intercourse/ dyspareunia"), dysmenorrhoea ("heavy and painful period"), pelvic pain ("pain"), urinary tract disorder ("urinary problems"), neuromyopathy (seriousness criterion medically significant), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis"), feeling abnormal ("brain fog"), alopecia ("hair loss"), back disorder ("back issues/ back problems"), dizziness ("dizziness increased insomnia/ dizziness "), insomnia ("dizziness increased insomnia/ insomnia"), depression ("depression"), anxiety ("anxiety"), pain ("body aches"), hypertension ("high blood pressure") and rheumatoid arthritis ("rheumatoid arthritis ") and was found to have weight increased ("weight gain") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, device dislocation, autoimmune thyroiditis, fibromyalgia, arthralgia, myalgia, fatigue, headache, arthritis, diabetes mellitus, menstruation irregular, adnexa uteri pain, coital bleeding, dyspareunia, dysmenorrhoea, pelvic pain, urinary tract disorder, neuromyopathy, ovarian cyst, adenomyosis, weight increased, feeling abnormal, alopecia, back disorder, dizziness, insomnia, depression, anxiety, pain, neoplasm malignant, hypertension and rheumatoid arthritis outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, menorrhagia and menstruation irregular with essure. The reporter considered adenomyosis, adnexa uteri pain, alopecia, anxiety, autoimmune thyroiditis, back disorder, depression, device dislocation, diabetes mellitus, dizziness, feeling abnormal, hypertension, insomnia, myalgia, neoplasm malignant, neuromyopathy, ovarian cyst, pain, pelvic pain, rheumatoid arthritis, urinary tract disorder and weight increased to be related to essure. The reporter commented: she scheduled for removal of uterus , cervix and fallopian tube on 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2012: no acute cardiopulmonary abnormality. Hiv test - on (B)(6) 2015: non reactive. Pathology test - on (B)(6) 2018: a. Adenomyosis. B. Benign proliferative phase endometrium. C. Benign endo- and ectocervix, negative for dysplasia with cervical nabothian cysts. D. Bilateral benign fallopian tubes. E. Negative for neoplasm and malignancy. Ncerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, back pain, fatigue, headaches, depression, anxiety, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event device migration was added. Fu 4 and 5 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.